Event description:
Received a report from a hemodialysis user facility who reported the patient arrived at the unit for dialysis when approx 1 hr 20 min into the treatment, she became unresponsive. A blood pressure at that time of the event was reportedly unable to be obtained. CPR was initiated and 911 was called. After 2 cycles of CPR, the patient was breathing and a pulse was present. The symptoms reported that occurred prior to this event, were dyspnea and a headache. Reportedly, the blood in the treatment set was returned to the patient and a saline bolus was given after the blood had been returned. The patient was now awake and alert. The patient was then transferred to the hospital and has since returned to this unit to continue her dialysis with the use of this dialyzer and was able to tolerate treatment. The reporting rn had also thought that anxiety may be a possible contributing factor. This patient had been receiving dialysis with use of this dialyzer for 6 months. The patient has a catheter for dialysis and did receive this treatment with a blood flow rate of 450, and the rn had mentioned that the catheter, maybe, is possibly the cause for this. The patient does have a history of atrial fibrillation and other cardiac related issues and has an internal implanted cardiac defibrillator. The patient underwent further diagnostics and evaluation. The patient continued dialysis with use of this dialyzer after this event and was discharged to home. An update received on 05/08/2008 reported this patient was prescribed an anti-depressant. Also, a different brand of dialyzer has been prescribed with no more report of ill effect. A sample is available for an evaluation.

Manufacturer narrative:
The reporting rn has stated that one of the md's involved in the care of the patient questions whether this is a dialyzer reaction. The rn and medical director of the unit however do not. The rn stated that this patient appears to show signs of anxiety. She also reported that at times is able to tolerate the treatment with this dialyzer the rn has also questioned the catheter and the high blood flow rate given for the treatment and feels the event was possibly catheter related. Since some prescription changes have occurred, the rn has also stated that they cannot determine the cause of the reaction due to the anti-depressant and dialyzer being changed at the same time.